Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed by connecting an in-house syringe filled with water to one of the one-link luer activated devices and manually activating the plunger. A leak was observed from between the tubing and the male luer inlet port. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free catheter extension set leaked the drug oxilitlatin from where the tubing met the y-junction, on the side that had only the male luer. This occurred during infusion and while the patient was asleep. There was no patient injury or medical intervention associated with this event, though the solution did leak onto the patient¿s skin. No additional information is available.